Manufacturer narrative:
Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the phos2 (phosphate (inorganic) ver.2) assay on a cobas 6000 c501 module. The reporter also mentioned they have quality control issues in the laboratory. The sample initially resulted in a phos2 value of around 60 mg/dl. The sample was repeated, resulting in a phos2 value of around 30 mg/dl. No questionable result was reported outside of the laboratory. The phos2 reagent lot was 67081901 with an expiration date of 31-jan-2024.